Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device was found bent upon opening the package.

Manufacturer narrative:
The reported event was confirmed, however the root cause was unknown. Evaluation of the returned sample, completed by laser peripherals, found that both proximal and distal ends were in good condition, and the fiber was not fired. Fiber was broken 3 feet 2 inches from the proximal end. Laser peripherals concluded that the break was due to a crush fracture. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿instructions for use: note: in order to ensure laser energy is effectively delivered through the laser fibers, laser generators must be calibrated and aligned according to the smallest fiber being utilized. This is especially important when utilizing small gauge fibers (=200¿). Improper calibration and/or improper alignment may result in a weak aiming beam and/or diminished power output. Note: refrain from starting the procedure until a fiber is properly connected and aligned, and laser light is being properly transmitted. Note: it is good practice to ensure that spare fibers are available in the operating room in case of a fiber failure during the clinical procedure. 1. Refer to the laser system manual for use, indications and instructions. 2. If required for proper system function and operation, the laser system may be calibrated for use with the holmium laser fiber. Please refer to your laser user manual for calibration requirements and parameters. 3. Read all fiber labeling completely. Remove the fiber carefully from its package, avoiding any inadvertent contamination or damage. Visually inspect the fiber before use. If any damage is observed such as breaks, kinks or damaged components, do not use the fiber, retain the device for manufacturer notification and use a replacement fiber. 4. Remove the protective cap (do not hold the rubber strain relief or the fiber) and attach the connector to the laser system launch port. Make sure the connector is fully engaged according to the system¿s user manual and control panel indicators. The connector only needs to be hand tightened: do not over tighten. Caution: care must be taken to keep the connector clean. Do not touch the exposed fiber surface. 5. Turn the laser on. Operate the system¿s controls in accordance with the user manual and at settings appropriate to the procedure."

Event description:
It was reported that the device was found bent upon opening the package.